Event description:
It was reported the patient had increased pain and was not getting relief with dosing adjustments. The patient had less than 50% therapy relief in their back. They attempted to aspirate from the catheter and it was unsuccessful. A "catheter access port study" was performed and results showed a catheter occlusion and "no back flow". The pump was used to deliver fentanyl. It was further reported the patient had chosen not to proceed with any further studies or surgeries. No surgical intervention had occurred.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter; product ID 8575, lot# n092902, implanted: (B)(6) 2007, product type: accessory. (B)(4).